Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: medical intervention due to myocardial infarction event description: it was reported that a 61 year old female underwent left tha on (B)(6) 2018 and was hospitalized on (B)(6) 2019 due to a myocardial infarction which was was resolved on (B)(6) 2019. Patient is 152 cm and 62 kilos. She has a history of hypothyroid, gerd, depression, copd, weekly etoh, and avascular necrosis (pre-op diagnosis). Review of received data: - medical records were received and reviewed by a health care professional. Review of the available records identified the following: mild myocardial infarction, nausea and vomiting, per patient report, records are limited. Three nights hospitalization, fluids and electrolytes, elective cardiac catheterization. Contributing factors of event: patient history of recreational drug abuse and alcohol intake. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: this device is intended for treatment. - the compatibility check was performed and showed that the product combination was approved by zimmer biomet. - instruction for use (IFU) was reviewed. Complications are more likely to occur in patients who fail to follow through with the required rehabilitation program. Conclusion: the quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. Medical records were provided and reviewed by a health care professional. Review of the available records identified as contributing factors of event: patient history of recreational drug abuse and alcohol intake. Based on the limited amount of information, a definitive root cause cannot be determined.this event is a procedure related complication. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical devices: item number: 00625006535 lot number:64190171 brand name: bone screw; item number 00625006525 lot number: 64124990 brand name: bone screw; item number: 00771100910 lot number: 63994695 brand name: m/l taper stem; item number 010000661 lot number:3442540 brand name: g7 acetabular shell; item number: 110024461 lot number:599730 brand name: g7 dual mobility; item number :xl-200144 lot number: 332220 brand name: act artic hd arcom. Note: this is a split case with zimmer inc., warsaw reference number (B)(4) and zimmer (B)(4)reference number (B)(4). The following reports are associated with this event: 0009613350-2019 -00323; 0002648920-2019-00381; 0002648920-2019-00380; 0001822565-2019-02254 customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
It was reported that the patient underwent hospitalization and a cardiac catheterization due to myocardial infarction approximately 44 days post implantation. Additional information on the reported event is unavailable at this time.